Event description:
The customer reported that during a left ventriculogram procedure, the rotator on the stopcock broke while injecting contrast at 900 psi. No harm of injury was reported. The customer reported two defective devices but did not provide any further info or clinical details for the additional event. Therefore, this single form FDA 3500a will be submitted for this complaint.

Manufacturer narrative:
Device eval: the eval has not been completed. A follow-up report will be submitted when the eval has been completed. Eval conclusions: a follow-up report will be submitted when the eval has been completed.